Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a faulty door. Customer reported hinges do not keep the door open anymore and it drops to the closed position. Service determined the two pins that link the door to the spring were damaged, service replaced the arm damper and door hinge and verified door is functioning as intended; instrument was turned back over to the customer for normal use. This complaint is a confirmed failure of the instrument, and the root cause can be attributed to faulty pins linking door to spring. Review of device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. Samples provided were pictures. Investigation revealed damage to the pins linking the door to the spring. This complaint is confirmed based on the photos evaluated. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that during use of the bd max system, bd max instrument, the door would not remain open. No injuries were reported.

Event description:
It was reported that during use of the bd max system, bd max instrument, the door would not remain open. No injuries were reported.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.